Event description:
It was reported that the ilet sleep/wake button functioned inconsistently over the past two days, with intermittent failure to wake the screen despite no visible damage and proper cleaning and dryness, and the device was on the latest firmware with a restart performed. Symptoms included no reported adverse health effects. Outcomes included no impact on health or activities and no alerts or alarms. Investigation included customer interview and device history and labeling review, along with user guidance on ensuring dry hands and device restart. Investigation of this case revealed no device alarms and no evidence of physical damage, with the issue not reproduced during the call. It was concluded that the root cause could not be determined based on available information and that the device remained in use.